Manufacturer narrative:
(B)(4). The results of this investigation concluded fibrous pannus ingrowth on the inflow surface of cusp 1, and tears on all cusps. Special stains were negative for organisms, and no acute inflammation or significant calcifications were present. There was no evidence found to suggest the cause of the pannus formation and tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the pannus formation and tears remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
The valve was explanted due to aortic insufficiency observed on echocardiogram. A coronary artery bypass was also performed at the time of the explant. During the explant procedure, one of the cusps appeared to be impeded below the valve and was detached during the explant procedure.